Manufacturer narrative:
The customer reported that all central nurses stations (cns)monitoring org's are displaying signal loss and check leads error messages. The titles where the bed names are stored are disappearing and reappearing. Additionally, some sectors are now displaying error message "patient not found" even though the patient had been there for several hours. Patients that have been discharged a week ago are now reappearing. Verified with customer that the org's and cns's are on the same segment. This issue has not occurred with monitored bedside monitors. Rebooting the old hl7 server software resolved the issue. Kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that all central nurses stations (cns)monitoring org's are displaying signal loss and check leads error messages.